Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected during the time of the event. The caregiver (cg) stated that there was a six-inch air gap in the patient line near the transfer set connection point. Renal therapy service (rts) advised the cg that would need to set-up with new supplies. Rts had the cg cycle the power and assisted them to end therapy, disconnect the patient and remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.